Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. The device is part of the advisory for this model. It is not known if the device was explanted post-mortem. The cause of death has been requested but has not been received. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.

Event description:
Attorney alleges that in 2007, the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective" lead. The attorney further alleges that "such injury directly caused the death of" the patient. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.